Event description:
Consumer reports inaccurate results. Analysis run on clark error grid using means ave. Readings (168) as ref. Point vs. Bd readings (53, 283) yielded data points in the c range of the grid, outside of acceptable limits.